Event description:
It was reported that four er320's were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the first instrument jaws broke and dropped inside the abdomen of the pt during the operation and had to convert to open to retrieve the broken jaws. Another three er320's also failed for clip unformed.